Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the battery of this pacemaker was suspected to be prematurely depleting. The longevity had dropped from 14.5 years to 9.5 years in between checkups. The patient was observed to be in constant atrial fibrillation which was being undersensed and it was suspected the high amount of atrial sensing may have contributed to the drop in longevity. The pacemaker has been reprogrammed and remains in service. No adverse patient effects were reported.